Event description:
Patient in or for gastric bypass. Harmonic console was in use for the first part of the case. The handpiece was changed out without any improvement and new shears would not work. Console changed out with new shears and old hand piece. Sales representative in or checked out both handpieces that would not work and found that they were defective. No harm to patient.